Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the reported event of tip breakage. Previous investigations found misuse as a contributing factor if the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip fracture. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged, either causing the fracture or at minimum adding to material fatigue. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via sep-419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip is broken off the handle.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.